Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.0 mm x 15 mm quantum¿ maverick¿ balloon catheter was selected for use. However, prior insertion, it was noted that the device broke. The device was replaced and the procedure was completed with another 2.0 mm x 15 mm quantum¿ maverick¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 2.0mm x 15mm quantum maverick balloon catheter was selected for use. However, prior insertion, it was noted that the device broke. The device was replaced and the procedure was completed with another 2.0mm x 15mm quantum maverick balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tight folded. The batch number printed on the hub of the device was 51448168. The hub, hyptotube, inner/outer shaft, balloon, and tip were microscopically and tactile inspected. Inspection revealed tip damage (flared), and a complete separation in the hypotube located 80.4 cm from the strain relief. The fracture faces were ovalized, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).